Manufacturer narrative:
Section h4:the yearis the only known part of manufacture date. We have defaulted to the first day of the month. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancets were missing the protection cap out of box.